Manufacturer narrative:
A steris field service representative inspected the vision single chamber washer and could not duplicate the reported event; no issues were noted with the equipment. The technician verified the washer door and switches were operating properly. The washer operator manual states (pp 4-35): " warning - burn hazard: if an obstruction is present in the chamber door, do not attempt to remove the object. Door automatically raises and remains open. Hot water and steam may be sprayed through door opening. Always wear appropriate personal protective equipment and wait for water flow to stop." Steris has scheduled in-service training regarding the proper use and operation of the equipment for (B)(4), 2011.

Event description:
The user facility reported that an employee injured his hand while trying to free a wash manifold from a reliance vision single chamber washer. The operator manually attempted to push the manifold into the washer, allowing the chamber door to fall on his hand, causing bruising. The operator went to the facility emergency room where he received an x-ray and was put on light work duty. The user facility reports the operator has fully recovered and has returned to normal work duties..